Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (adjust belt messages) was confirmed. The monitor was unable to complete essential performance testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to defective k700, q701, c653, u612 components on the pca board. The root cause of the defective components was unable to be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported the monitor was unable to complete incoming functional testing.